Event description:
Consumer reports bd latitude readings appear to be much higher than the other meter. Recently had a reading of 6.3 mml (115 mg) compared to the old meter which read 3.4 mml (62 mg). No medical attention, however, analysis run on clarke error - bd readings vs. Competitor meter indicates readings exceed expected values and is determined to be a potential malfunction.